Manufacturer narrative:
A customer reported a broken rt12 rotor on their statspin vt during operation. The broken pieces were contained within the confines of the unit. There were no reports of exposure of biohazardous to user, injury, sample lose, or delay in pt results. The age of the rotor is unk and the customer elected not to return the unit to MFR for investigation.

Event description:
Customer reported the rotor broke into pieces.